Event description:
Account reported a hemoglobin (hgb) of 8 g/dl. The physician sent the pt to the hospital for a blood transfusion. The hospital ran the pt and obtained a hgb of 10 g/dl on a coulter max m analyzer. The pt was not given a transfusion. No injury was reported.